Event description:
It was reported that during a superficial femoral artery, (sfa), angioplasty treatment procedure, the balloon burst. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a superficial femoral artery, (sfa) angioplasty treatment procedure, the balloon burst. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the proximal end of the proximal markerband and it extended approximately 9.2cm distally along the balloon. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).